Event description:
It was reported that cgm displayed error message and pump required replacement while still under warranty. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using prepaid label, and was informed that pump settings and cgm connection would need to be set up again on replacement pump, which customer understood and acknowledged.